Event description:
Allegedly, when firing electrocode for cautery, it was arcing back on to the outer shaft and it melted the distal tip of the stryker probe.

Manufacturer narrative:
Additional info will be provided once investigation is completed.